Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had urethra surgery on tuesday and she was urinating every hour to 45 minutes. Troubleshooting attempts were made and the patient programmer showed stimulation was on program 2 at 2.8 volts. The patient increased stimulation to 3.2 volts and confirmed feeling stimulation in the correct area. The patient was redirected to their health care professional if the problem did not resolve. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.